Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the slow loading of screens, and once turned on, it was very slow. The device was in use at the time of the event, however no impact to patient.